Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the prosthesis did not perform its function due to a loss of fluid in one of the cylinders. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. Following the surgery the patient was content with the outcome.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.